Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged spine clamp at the site. The spine clamp had the screw out and washer off. There was no patient present when this issue was identified.